Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 3. It was reported while using bd microtainer® map k2e (1.0 mg) blood collection tubes, an unspecified number of samples clotted. No adverse impact was reported regarding the patient or user.